Event description:
It was reported that the unit shuts off when unplugged. There were no alarms. The green power light was present when the device was plugged in. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but it immediately shuts off. It was found that there was an open circuit across dc fuse (f3) on the system board, which prevents the device from being able to use battery power and the device from charging the battery. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.